Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained reagent kit of lot 30389ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Inhouse testing of a retained reagent kit of the likely cause lot determined all specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the alinity I tsh reagent lot 30389ud00 was identified.

Manufacturer narrative:
Patient identifier: b)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity I tsh result for one patient. Sid: (B)(4) initial result = 0.33 miu/l; repeat result = 1.19 miu/ml. There was no impact to patient management reported.